Event description:
It was found through a review of the programming history database that high impedance was detected on this generator. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.